Event description:
During routine testing, the user found that the defibrillator would charge normally when operating from the battery, but would not charge when operating from the a.c. Line. There was no pt involved. Tests on the device disclosed that the power supply 590316 had failed. No specific cause of the failure could be determined. This is an unusual event, and appears to have been a random failure in a very old device. The event is not occurring more frequently or with greater severity than is usual for the device.